Manufacturer narrative:
Aso has received a lot number and returned samples from consumer. Aso has sent the information to the manufacturer for evaluation. The results will be submitted as soon as the manufacturer concludes the investigation. Aso reviewed records of biocompatibility test. Refer to section of this report for further details.

Event description:
The consumer reported that the dressing was applied on a 3" cut on her wrist that was previously glued shut at urgent care. The costumer stated that the dressing caused severe allergic reaction and infection.

Manufacturer narrative:
Aso has received a lot number and returned samples from consumer. Aso has sent the information to the manufacturer for evaluation. The results will be submitted as soon as the manufacturer concludes the investigation. Aso reviewed records of biocompatibility test. On 12/19/2016 manufacturer evaluated unused returned samples as well as retained samples of the same lot number.

Event description:
The consumer reported that the dressing was applied on a 3" cut on her wrist that was previously glued shut at urgent care. The costumer stated that the dressing caused severe allergic reaction and infection.